Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: capsular contracture baker grade unknown. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year old caucasian female patient who underwent a breast augmentation revision with two 600cc smooth mentor memorygel breast implant has experienced postoperative bilateral capsular contracture, baker grade unknown, and left-sided rupture. During explantation without replacement surgery on (B)(6) 2020, the bilateral capsules were noted to be thickened, right implant was intact, and left implant was ruptured. This medwatch report is for the right-sided implant.